Manufacturer narrative:
(B)(4). H2: correction MFR (3004753838-2020-134490) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed the display pattern test and the lcd test. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.